Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Date of manufacture cannot be determined without a lot number.

Event description:
A patient complaining of significant leg pain and weakness following insertion of prodisc-l at l5-s1, was returned to the or for removal. This report is #3 of 3 for the same event.